Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 210) was confirmed. Upon investigation the monitor was unable to run detect and treat testing. The cause for the failure was isolated to a thermally damaged resistor on the computer/analog board, damaging the circuit board. The root cause for the damaged resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 210.